Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system would enter standalone mode when they entered 3d mode. The site is able to use 2d. It was noted that it says there was a software and fw mismatch. There as no delay in the procedure and no impact on patient outcome.